Event description:
It was reported to kendall in 7/2001 that a surgeon's assistant had sustained a dirty needlestick after injecting local anesthesia into pt, pulled safety shield up and off and hand bounced back into needle. Specimen received 10 days later, decontaminated, and forwarded to plant 2 days later.